Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with backup vvi during the cyber security upgrade. The device was downloaded and restored successfully. The cybersecurity update was not reattempted. The patient was stable throughout.